Event description:
The sales rep reported a revision knee surgery due to patient pain/suspected infection. Initial surgery was on (B)(6) 2010 and revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The surgeon removed the tibial implants and replaced them with new ones. After removing the implants, it was noted that there was no bone ingrowth to the porous coating of the tibial tray. The removed implants were not returned for examination; therefore, omni could not confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed and there was no evidence in the files that showed a correlation that would likely result in patient infection. All batch records, sterilization and sterility results were reviewed. There were no deviations. Info provided is insufficient to permit a conclusion regarding the lack of bone ingrowth into the porous coating of the tibial tray. Tensile strength test samples for both tps and ha coatings met the minimum testing requirements. No info was provided on patient bone quality or if it was a contributing factor. There have been no other reported complaints for this product code. There was no other complaint reported for the lack of bone ingrowth on a porous tibial tray, different product code from same product family, which was reported via the same surgeon.